Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, the physician attempted to deploy a vasoseal es. During deployment the physician was holding mild tension on the temporary arteriotomy locator while advancing the tissue dilator. The physician had difficulty placing the tissue dilator and tried to manipulate it to get proper placement. The j segment would not engage and the device was pulled out through the arteriotomy without deploying collagen. Upon removal of the dilator and locator, the j segment was not intact. Fluoroscopy confirmred that the j segment was left in the pt's groin. A vascular surgeon was called for a consult and the pt was taken to the operating room. The pt was discharged the next day and no further complications were reported.